Manufacturer narrative:
The field service engineer (fse) and the field application specialist (fas) visited the customer site where it was determined the event was due to a preanalytical handling issue. Precision testing, calibration, and qc were all acceptable. The investigation did not identify a product problem.

Manufacturer narrative:
The c701 module serial number was (B)(6) .

Event description:
The initial reporter questioned low results for multiple patient samples tested for ca2 on a cobas 8000 c 701 module. The customer stated that corrected reports were issued. The customer provided an example of the type of results that were received. The initial results would be < 8 mg/dl. The repeat results would be "as high as" 10.2 mg/dl.